Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Low arterial pressure readings were noted during a routine hemodialysis treatment. Air was observed in the circuit when the operator attempted to adjust the pt's vascular needle. Arterial and venous air alarms occurred and could not be resolved. Rinseback was not performed due to the amount of time spent troubleshooting the alarms, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is due to the operator not performing rinseback in a timely manner as directed in the user's guide. Facility staff attributed the alarms to issues with the pt's access. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional training regarding technique used with access. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.